Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed to detect an upstream occlusion alarm during an infusion where the primary was properly clamped and an add on filter resulted in no flow of the solution. There was no known patient injury or medical intervention associated with this event. No additional information is available.